Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope. Non-capture and undersensing were noted on the right ventricular (rv) lead. It was further noted that there was a pacing issue with the implantable pulse generator (ipg). The physician elected to explant and upgrade the ipg. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.